Manufacturer narrative:
Film analysis summary: two (2) photographs were received from the account. The first photo captures the backend of the handle positioned in the product tray. A slight gap is evident between the clamping ring and the proximal end of the screw gear. The product identification label appears to be damaged. The second photo captures the backend on removal from the tray. The screw gear components are partially separated. A gap is evident between the clamping ring and the proximal end of the screw gear with one screw tread visible. The back end appears to be slightly bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device returned in the product shelf carton and pouches. There was no damage observed to the shelf carton. Both pouch seals were intact and unopened when removed from the carton. Damage was visible to the tip capture release handle, clamping ring and screw gear prior to removing the device from the tray and pouches. Damage was evident to the tray on the underside. White residue was visible on the tip capture release handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: vamf3632c150te, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted in a patient for the endovascular treatment of a 29mm thoracic aortic aneurysm. It was reported that it was noticed the backend screw of the valiant stent graft system was damaged when the device was opened and the device could not be used. A second valiant stent graft system was planned to be used instead but it was reported that the backend screw of this valiant stent graft system was also damaged. It was reported that there were some creases observed on the outer box, however, the plastic holder in which the sterile device is kept was not bent or damaged. No additional clinical sequelae were reported and the patient is fine.